Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt1667 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing a 7715405 catheter during placement, the operator found that the body of the catheter leaked fluid near the 49 cm scale.

Event description:
It was reported that when pre-flushing a 7715405 catheter during placement, the operator found that the body of the catheter leaked fluid near the 49 cm scale.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. One 4 fr groshong nxt catheter was returned for investigation. A sharp bend was noted near the 23 cm depth marker and a slight bend was present at the 54 cm depth marker. One photo sample was also provided and corresponded with the condition of the returned sample. Microscopic observation of the catheter surface revealed a longitudinal split near the 49 cm depth marker. The catheter was cut in order to inspect the internal surface. Additional surface damage and impressions of the stylet were noted near the split location. The impressions corresponded with the braiding pattern of the stylet. The characteristics of the damage indicate the split was caused by manipulation of the stylet against resistance or kinking. The sharp bends in the stylet may have contributed to the split formed on the catheter during removal. Since a split was found to have been caused due to stylet damage, the complaint is confirmed. Evaluation findings are in section h.11.